Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent edge got damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported.